Event description:
The customer reported to beckman coulter (bec) that they were experiencing high hemoglobin (hgb) backgrounds on the unicel dxh 800 coulter analyzer after service completion on (B)(4) 2013. Per conversation with the customer, the issue usually was occuring in the evening when the instrument was shutdown and then brought back up during a startup. The customer indicated that controls were within specifications, and the instrument was operational. The issue was not impacting results. The customer does not believe that erroneous results have been generated on patient samples. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the hemoglobin (hgb) and cuvette assembly that was replaced on (B)(4) 2013 by another fse was not aligned properly and the waste solenoid was allowing waste into the cuvette. The fse realigned the hgb photometer, cuvette and lamp according to field service manual (fsm). The fse clipped tubing ends to ensure fit at cuvette. The fse disassembled waste solenoid, cleaned the diaphragm and adjusted travel. The fse performed complete blood count (cbc) panel prime and several startup's (su) to confirm the repair. The fse also rerouted nucleated red blood cell (nrbc) chamber tubing to match specifications. Failure mode was attributed to misaligned lamp/cuvette assembly and solenoid allowing waste into the hgb cuvette. However, the system provided background errors to alert the operator to an instrument problem. Beckman internal identifier number for this report is (B)(4).